Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a trial patient in basic evaluation. It was reported that patient was concerned their controller automatically changed from right to left over nigh last night. Patient was unable to change back to the right side. It was noted that troubleshooting was exhausted. A couple days later, patient further reported that they were still unable to switch to the right lead. Patient stated the option was not available. The support link agent attempted to troubleshoot with patient but the verify did not show a right lead was connected. Patient was going in tomorrow for lead removal. No patient symptoms or harm were reported.